Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-05 additional information was received from a healthcare provider. It was reported that the patient met with an advanced practice registered nurse on (B)(6) 2025 and (B)(6) 2026 resolved the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a complete knee replacement last tuesday and for the surgery they turned the stimulator off and after surgery they turned it back on but it was not working like it did prior to surgery, especially in the evenings at night when they get up out of bed, they had a lot of leakage. Patient said they have an appointment with their gynecologist next week and they asked if the narcotic medication they are on would affect the effectiveness of their stimulator. Patient services (ps) reviewed manufacturer role, therapy education information and redirected to their doctor. Patient synched to their implant during the call and confirmed therapy was on, they changed the program last week and increased but got it too high so it was uncomfortable they turned it back down to where it was comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.